Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that the heating element of an iw980jeu infant warmer did not heat up enough. The measurements varied by about a difference of 30 to 40 degrees f from a known good units of infant warmer. The baby mode never reached the operating temperature. There was no alarm or error code registered on the front control panel of the infant warmer unit. This was observed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The affected components of the iw980jeu baby controlled wall mount infant warmer are currently en route to fisher & paykel healthcare (fph) (B)(4) for further investigation. We will provide a follow-up report once we receive the affected components and have completed our investigation.